Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 13may2020. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of stiff connection threads was confirmed. The mobile power unit (mpu) (serial number: (B)(6) was returned for analysis to the service depot. Upon testing, the connection threads of the patient cable (lot number: 7915426) were found to be stiff. The patient cable was replaced and the mpu was functionally tested and found to operate as intended. The replaced patient cable was returned to product performance engineering (ppe) for evaluation. The returned patient cable was further investigated with ppe. The patient cable was connected to a test mpu and controller and was functionally tested. The patient cable was able to operate as intended. The test controller was able to be secured to the patient cable without issue. The patient cable threads were unremarkable. The root cause of the reported event was unable to be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) would be returning for repair. The reason and type of repair required were unknown.